Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9148980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle and syringe separated after removing air from the cartridge. This occurred 12 times before use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported that the seal between the needle/syringe breaks after completing the cartridge air removal step. Customer states that the plunger will not move. Customer stated that these issues have occurred over the past 2 months."